Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: please note, lot 9698180 belongs to component number (B)(4) which is part of the device mentioned in complaint. Part: 498.831 , lot: 9698180, manufacturing site: (B)(4), release to warehouse date: 27.oct.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4) gtin unavailable, product made prior to gtin compliance date. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a shipment of universal spine system (uss) schanz material from a hospital had problems with the fracture clamp for rods. The device was stripped and there were used items inside the box that were dusted at the end of the procedure. The last bolt the surgeon identified is in one of the closing gold screws. In search of another in the box, the last fracture clamp was also with an unknown dusted screw. The surgeon had to dismantle the entire side and attempt the procedure again with an unknown fracture clamp screw from the spondylolistheses. There was a surgical delay of twenty (20) minutes. It was necessary to remove one (1) screw from one side. The procedure was completed successfully. There was no patient harm. Concomitant device reported unknown schanz screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) ti uss low profile fracture clamp. This is report 2 of 3 for (B)(4).